Event description:
Stryker; gamma 3 t: 325-0400 11x400mm/125 right. Rod placed in 2008 after stress fracture in r femur. Top 1 1/2 of rod broke within 4 month of placement. Normal pt use, no traumatic falls, limited weight bearing x 8 weeks using walker, full weight bearing after 8 weeks, x-ray showed normal healing progression for 73 year old male. Approx five months later, upon rising, pt noted increasing pain and lengthening of right leg, x-ray the next day, showed broken rod with nondisplacement, however, significant separation of femur noted. Pt transferred for replacement of rod.